Event description:
It was reported that the bd insyte¿ autoguard¿ bc was deformed. The following information was provided by the initial reporter: it was reported by the customer that the insyte catheter experienced catheter deformation. Verbatim: 22g insyte autoguard with blood control was brought to clinical educators for inspection as it was observed by staff that the plastic on catholon had a bump and the plastic extended past the needle. Rn reported this was not the first time this was observed. This occurred multiple times in one week and it appears to only affect the 22 g that they have noticed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc was deformed. The following information was provided by the initial reporter: it was reported by the customer that the insyte catheter experienced catheter deformation. Verbatim: 22g insyte autoguard with blood control was brought to clinical educators for inspection as it was observed by staff that the plastic on catholon had a bump and the plastic extended past the needle. Rn reported this was not the first time this was observed. This occurred multiple times in one week and it appears to only affect the 22 g that they have noticed.